Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 01/03/2023. An investigation was conducted on 02/08/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. A mechanical evaluation was conducted. The positioner was attached and locked onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was able to be adjusted, but was not able to be locked into place by turning the knob clockwise. The knob did not tighten with the locking lever in either the locked or unlocked positions. Based on the returned condition of the device as well as the evaluation results, the reported failure ¿positioning failure" was confirmed. The lot #3000226857 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z did not work properly, could not be screwed on. There was no impact on the or, no patient harm or staff, a new device was opened, just a short time delay of a few minutes from re-opening a new acrobat-I box.